Manufacturer narrative:
Reported event of under-sensing was not confirmed. The reported event of wrench would not click when tightening the setscrews was confirmed. Analysis revealed the physician was making incorrect wrench insertions into both a- and v-setscrews. The physician was attempting to force the wrench into the setscrew insets without it being aligned with the hex insets so the wrench tip could drop into the insets. Due to the incorrect partial wrench insertions the a-setscrew was being stripped and could not be tightened. For the v-setscrew the physician was making incorrect wrench insertions attempts and stopped when the wrench would not go incorrectly into the inset. Both setscrews were tested in the lab. The torque wrenches were found to fully insert into both setscrews and to tighten them normally on test leads with the wrench clicking.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that, when connecting the lead to the header of the pulse generator, the set screw clicking sound was not heard. The pulse generator was not used, and a new pulse generator was implanted. The patient had no adverse consequences.